Manufacturer narrative:
Batch review performed on 19 november 2020: lot 1903438: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch reviews performed on 19 november 2020: cup: mpact 01.32.156mh acetabular shell ø56 multi-hole (k132879) batch review performed on 19 november 2020: lot 1903438: (B)(4) items manufactured and released on 12-sep-2019. Expiration date: 2024-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot 1910312: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had primary hip surgery and was implanted with competitor products. On (B)(6) 2020, the patient came in and had the competitor products revised for reasons unknown. The patient was implanted with a medacta cup and liner. On (B)(6) 2020, the patient came in reporting pain due to a dislocation of the double mobility polyethylene liner from the liner and a dissociation of the dm converted from the cup that occurred while the patient was using the bathroom and tried to stand from being in a seated position. The surgeon revised the medacta liner and cup, and competitor head all with competitor products. The surgery was completed successfully.